Event description:
The user facility reported that the patient developed a rash after using the bandage. Patient was given antibiotics to treat rash. No further adverse consequences were reported.

Manufacturer narrative:
Additional info b5 h3 other text : scrapped.

Manufacturer narrative:
Scrapped.

Event description:
The user facility reported that the patient developed a rash after using the bandage. Patient was given antibiotics to treat rash.